Event description:
The customer reported via phone call indicated that they were positive in ketones and hyperglycemia of 308 mg/dl. Customer declined troubleshooting for hyperglycemia. Customer reported infusion set ripped out from their body. Customer declined troubleshooting. Customer reported that they did not require any medical treatment. It was unknown whether customer was using auto mode at the time of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.